Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath mobility issues while using the 9mm x 40mm dorado balloon because the sample was not returned for assessment. The exact root cause could not be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that a balloon detached and got stuck in the pinnacle sheath involved. Additional information was received on 30jan2023: the procedure performed was a df. The balloon was inflated, and deflation of the balloon occurred. The patient was stable, and the procedure was completed successfully. Additional 9mm x 40mm dorado balloon had to be opened to complete the procedure.

Manufacturer narrative:
Weight: 106.9 kgs. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.